Event description:
Covidien received information stating that the patient was removed from the 980 ventilator due to a malfunction. The patient was not harm as a result of the event.

Manufacturer narrative:
Covidien customer support engineer (cse) inspected the device and could duplicate any malfunction. The ventilator passed all testing.(B)(4).